Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history report (DHR) review was not conducted, based upon review of the information provided by the customer it is a known issue with units manufactured at that time. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email 17-nov-2021: unknown if there was any patient involvement or not. :

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device would not power on. The rear panel was removed; this showed the device a crack in the return tube allowing for fluid leakage. The fluid leak path had likely caused the damage to the membrane switch.

Event description:
It was reported the device would not power up. No adverse effects reported.